Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). The device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after unpacking of the 3.50x38 mm xience xpedition stent delivery system (sds), the distal shaft separated. The device was not used. There was no reported patient involvement. An unspecified sds was used to complete the procedure. There was no clinically significant delay in the procedure. No additional information was provided.